Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the star driving end on the device fractured off and was not returned. The device was manufactured in 2018 and shows signs of extensive usage. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per complaint details, the ¿tip broke off during screw tightening¿; however, ¿all pieces were recovered¿. Reportedly, a backup was available, no surgical delay was reported, and there was no possible impact to the patient. Based on this information, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the tip broke off during the tightening of the screw. It was confirmed the device broke inside the patient and all pieces were recovered. A smith and nephew backup device was available. Surgery was not delayed. The patient was not harmed.